Event description:
Channel for air and water blocked on sigmoidoscope. The scope was unable to perform. It had been difficult for the surgeon to place to begin with due to the patient's anatomy which is why he did not want to switch scopes when it was determined that it was a sgmoidoscope and not a gastroscope. This was an isolated incident.